Event description:
Medtronic received information indicating that as this femoral arterial cannula was removed from the patient, damage occurred to the patient's artery. The surgeon was uncertain what portion of the device caused the damage. Additional information on the exact nature of the damage to the vessel has been requested, but has not yet been received.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed no evidence of any damage to the tip of the cannula. The entire device appeared to be in good condition with no outward signs of any damage or structural anomalies. The cannula was forwarded to the contract manufacturer of the device for further analysis. Upon completion of analysis and investigation, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
Based on analysis results at medtronic's quality laboratory and the contract manufacturing facility, the complaint is not confirmed for damage to the tip of the device. There have been no changes to the device materials, design or the manufacturing process for 3 years for this part number. A DHR review was not conducted as no lot number was provided. It is unknown at this time what may have caused this occurrence. Medtronic has made its supplier aware of this occurrence and will continue to monitor for future occurrences. (B)(4).

Event description:
Medtronic received information indicating that as this femoral arterial cannula was removed from the patient, damage occurred to the patient's artery. The surgeon was uncertain what portion of the device caused the damage. Additional information on the exact nature of the damage to the vessel was requested but was not received.